Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the sales rep was called in toward the end of the case. Some of the clips were sticking to the jaws of the device upon completion of the firing sequence, thus partially pulling the clip off of the cystic duct and artery when retracting the device. Some of the clips had also scissored. Approximately nine totally clips were fired. It is unknown if the clips were pre-loaded into the jaws prior to firing. It is unknown if a cholangiogram was performed. The case was completed with the same device as enough fully formed clips ultimately deployed. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.